Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was electromagnetic field (emf) noise coming from base. They could see the feedback on the patient monitor, but it did not affect the intended performance of the device. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Clinical review summary: this is a known phenomenon with all roller pumps (from all manufacturers) and has been reported during cpb, extra-corporeal membrane oxygenation (ECMO), and dialysis. As the roller pumps squeeze the polyvinyl chloride (pvc) tubing in the roller race, a piezoelectric charge is generated and this charge results in interference of the ECG trace on the patient monitor.